Event description:
The foreign distributor in (B)(4) reported that the device was alarming apnea, hi peep hi press, low ve, transducer fault and vent inop. The device was not on a patient when the problem occurred.

Manufacturer narrative:
Should have been unchecked in initial report. Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated in the laboratory setting. When they looked into the event log, a transducer fault was logged for a specific transducer; the transducer problem was noted to be an intermittent issue for that faulty transducer.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 05/27/2015 the alleged faulty main board has not been received.